Event description:
I am submitting a formal complaint regarding a cosmetic procedure I received from dr. (B)(6) on (B)(6) 2025, at (B)(6). Family-owned / shared responsibility context: this business is family-owned and operated, with dr.(B)(6) and the owner, (B)(6), being a father/ son pair. Based on prior interactions and my attempts to resolve this matter, it appears that responsibility is shared internally, and internal coverage of actions may prevent individual accountability without regulatory intervention. Description of procedure and safety concerns: during the procedure, I expressed repeated concerns regarding the product being used. Dr. (B)(6) left the room and returned with a previously opened and partially used syringe, which was injected into my lips. He then returned to the original syringe to continue injections. I was informed that the needle of the previously used syringe had been changed, but I did not observe this occur. I later learned that even with a new needle, the syringe hub itself can carry blood-borne pathogens. As a precaution, I will be undergoing testing for blood-borne diseases to ensure my safety. Violation of single-use guidelines: dermal filler syringes are intended for single-patient, single-use only. The syringe injected into my lips had already been partially used, indicating that leftover product is being saved and reused for multiple patients. This practice presents a significant risk of blood-borne pathogen transmission and violates accepted standards of care in cosmetic procedures. Incomplete / inaccurate records: the treatment records provided by the clinic are incomplete and inaccurate. They omit my repeated concerns, the product substitution, and the use of a previously used syringe. My requests to have the records updated to reflect these critical details have been denied and deflected by the owner, who is the son of dr. (B)(6). I believe this conduct was unsafe and negligent, placing my health at risk and falling below the standard of care expected in medical practice. I am requesting an investigation into this matter to ensure patient safety and adherence to medical standards. Thank you for your attention to this matter. Please confirm receipt of this complaint and advise on the next steps. Sincerely, (B)(6). I am still in the process of getting lab results from (B)(6) 2025 -- I will need to continue blood tests in the coming months to confirm no infection occurred as a result of this negligence. "Cosmetic procedure". "The clinic owner refuses to give me the product name, I am assuming it was juvederm".